Event description:
Accidental ingestion of product [accidental device ingestion]. Incorrect use of product [device misuse]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. Concurrent medical conditions included benign prostatic hyperplasia. Since the beginning of (B)(6) 2015, the patient started polident denture adhesive cream. In (B)(6) 2015, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and device misuse. On an unknown date, the outcome of the accidental device ingestion and device misuse were unknown. Additional information: the patient has used polident denture adhesive cream twice a day, once before breakfast and once before lunch. The patient reported the product melted when he consumes hot liquids, that he has swallowed the product since the beginning of (B)(6) 2015. The patient spoke to his dentist and asked if swallowing the product would be harmful and the dentist commented that the product wouldn't melt.